Manufacturer narrative:
The reported event of backup vvi was confirmed in the laboratory. The backup vvi mode was due to the low battery voltage. The device was tested on the bench and no anomalies were found. Original battery was depleted to end of life level. Based on this information, there was normal battery depletion and no evidence of device malfunction.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the pacemaker dependent patient presented for a follow-up in clinic, the device was observed to be in backup vvi. A follow-up in (B)(6) 2018 indicated that the battery had a year and a half left, so the physician elected to replace the device. The patient was stable throughout.